Event description:
On january 12, 2007 the lay user/patient contacted lifescan (lfs) alleging the one touch ultra meter would not power on. Six days later, the medical affairs specialist (mas) spoke with the patient to obtain and verify information. For an unspecified time period in december 2006 patient noted the reported meter would not power on. The patient replaced the battery in the meter, but it still did not power. In 2006, the patient was experiencing the symptoms of shaking and fatigue, her usual symptoms of hyperglycemia. The patient did not attempt to test her blood glucose level at this time. The patient administered self-care by taking her usual dose of 10 units nph insulin. At 9:00 am, the patient went to the urgent care where her blood glucose level was tested to be 830 mg/dl. The patient was treated with insulin. Upon returning home, the patient obtained the subsequent blood glucose readings of 90 mg/dl and 240 mg/dl using her daughter's meter. The patient takes novolin nph insulin 10 units twice per day. The patient continued to take her prescribed doses of insulin during the time period she was unable to test her blood glucose levels using the reported meter. The customer care advocate (cca) determined during the troubleshooting telephone call that the meter had suffered no trauma and the patient was using the correct test strips. The meter, test strips and control solution were replaced. The patient was unable to obtain blood glucose readings due to the power issue with the reported meter. The patient experienced symptoms suggesting hyperglycemia, and received emergency medical attention and treatment with insulin. Therefore, this complaint is being reported as an adverse event.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.